Event description:
Report received from the end user states that they are experiencing a rash under the border. The end user attempted to soothe the skin by using an eakin cohesive and hydrocolloid wafer.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.